Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during the procedure, flaring of the stent struts in the distal edge portion was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft. Multiple inner or outer polymer extrusion kinks. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent od(outer diameter) was measured and is within max crimped stent profile. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, during the procedure, flaring of the stent struts in the distal edge portion was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.